Event description:
A health care professional reported receiving a low adc reading of <40 mg/dl as compared to a laboratory reference reading of 700 mg/dl obtained within 10 minutes. The caller reported that the patient was in diabetic ketoacidosis when the readings were obtained. The results when plotted on a parkes error grid fell "out of range" showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
As per the user manual, the user is advised that "test results may be erroneously low if the patient is severely dehydrated, severely hypotensive, in shock or in a hyperglycemic-hyperosmolar state (with or without ketosis). Similar observations have been reported in the literature for other blood glucose monitoring systems." Note: the device manufacture date is unknown since the meter serial number is unknown.